Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on an unspecified date the patient had blood glucose (bg) reading of 321 mg/dl with symptoms of dehydration and atypical thirst due to an inaccurate delivery issue. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. Customer technical support agent reviewed the event with the reporter but the reporter was unable to complete the troubleshooting session. No additional information was available. Attempt by the customer support to follow-up on the matter was unsuccessful. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged delivery issue of unknown cause.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.